Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/21/2021. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that eight samples of product code mcp497 were received for evaluation. Visual inspection of eight unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qjmutp, and no non-conformance's related to the reported complaint condition were identified (B)(4) the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: could you please clarify if 15 individual devices broke during one single procedure or were multiple procedures involved? 15 packs broke, either when opened or in multiple procedures, not one single procedure. They were not previously reported to ethicon, they only reported it all at one time. Event date: the event date was unknown as it happened over a series of weeks. Last known date of event was (B)(6) 2021. Procedure name: various. Product code: mcp497h. Lot number: qjmutp. Quantity involved in each procedure: na. Event description stating when each involved device had a suture breakage issue in the procedure- either when package was opened or during knot ligation. Were there any adverse patient consequences: no. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-04419, 2210968-2021-04421, 2210968-2021-04422, 2210968-2021-04423, 2210968-2021-04424, 2210968-2021-04425, and 2210968-2021-04430. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.